Manufacturer narrative:
Product ID 978b128, lot# va2bmb2, implanted: (B)(6) 2021, product type: lead, ubd: 14-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that after a long car ride their bottom was sore in general and when patient got out of the car and twisted they felt sharp shooting pains from the lead implant site to their sacral bone. It kept happening in certain positions where all a sudden they would get a jolt almost like someone is tapping on the bone all day and it is sore all the time now. Patient gets weird shooting issues and bending over feels like it is sore everywhere now. Patient lost 40-50 pounds since surgery and their activity level has gone up.  Troubleshooting was unable to be performed as patient had already tried changing programming and turning therapy off for 6 hour duration. Patient already contacted their managing physician but wanted to contact medtronic as well. The patient was redirected to their healthcare provider to further address the issue.  No further complications were reported/anticipated at this time.

Manufacturer narrative:
Product ID 978b128 lot# va2bmb2, implanted: (B)(6) 2021, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient stated that they turned off the device for 48-72 hours then turning it on but on a different program. The patient did this two times a week. Pain is much more improved but has not been resolved entirely.